Event description:
The customer contact reported inadvertent delivery due to syringe manipulation. At 1400, the pump was programmed to deliver dilaudid 1 mg/ml in the pca + continuous mode, with a 0.1mg/hr continuous rate, a 0.1mg pca dose, an 8 minute pt lockout, and a 5mg 4 hr limit and the delivery was started. After an unspecified length of time, the pump alarmed for an unspecified alarm condition. The customer contact reported that the nurse manipulated the syringe to "realign the barcode and silence the alarm", and the delivery was restarted. After an unspecified length of time, the nurse noted the pt was "unarousable," with respirations of 4 to 6 breaths per minute. The pt responded to painful stimuli and followed "verbal commands to breath." The physician was notified and the delivery was stopped. The pt was treated with two doses of narcan 0.2mg. The customer contact reported that the pt responded with full return to consciousness and stable vital signs. The pump was removed from clinical service. The customer contact stated that "approximately 2mg" of medication was inadvertently delivered to the pt during the syringe manipulation. There were no reported adverse pt sequelae. During testing at the user facility, the device passed testing. The customer contact stated that the user facility has determined that the event was due to an operator error. It was reported that the tubing set was not clamped during the syringe manipulation and "the pump did not malfunction." Though requested no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility. The customer contact indicated that the event was the result of an operator error. Product labeling states, "warning: always close slide clamp on pca administration set before removing or replacing syringe, and before discontinuing infusion."